Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to non-olympus adhesive peeled off and therefore foreign material that cannot be removed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device initial device evaluation has started and final evaluation report has not yet been finalized. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection with no complaint noted from the customer, service repair reported an insufficient cleaning (handling problem) was determined (stains or discoloration on the distal end, defects of the distal end ). No patient involvement, no harm reported, no user injury reported due to the event.